Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that the implant fell out of the transfer mount while trying to insert the insertion tool. There is no information about another implant successfully placed at the same surgery.